Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted and deployed on the mitral valve. A mitraclip xt was then inserted and deployed on the mitral valve. However, after deployment, the clip opened to roughly 20 degrees. It was noted the clip remained stable on the leaflets. The procedure was completed with two clips implanted, reducing the mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopic still image was provided. The image shows two deployed clips with no cds in view indicating the image was taken post deployment of the second clip. The bottom clip in the image appears to be in a fully closed position (~10° - 20°) while the top clip is opened to a noticeably larger degree. Presumably, the top clip is the second implanted xt clip reported for post deployment cowl. The clip arm angle appears to be ~30° - 35°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). The post deployment state of the reported clip in the image does present with a larger arm angle beyond the fully closed position per the instructions for use; however, with no pre-deployment cine for comparison, a clip arm angle change cannot be confirmed via cine evaluation. There are no other observations based on the image provided."